Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.